Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. The infant age was (B)(6) gestation. The hospital was contacted multiple times to obtain device specific info. The hospital has been sold five (5) giraffe omnibeds with manufacture dates ranging from 2003 to 2010. The serial number of the device involved in this case could not be obtained from the facility; consequently, neither the serial number, nor the device manufacture date can be determined. The 510(k) number provided is the most current cleared premarket notification for the giraffe omnibed.

Event description:
The hospital reported that an infant being treated in a giraffe omnibed had died. There was no allegation of a device malfunction. Investigation into whether improper cleaning of the giraffe omnibed may have contributed to the death is currently under way. Based on the info available at this time, this event is reportable as a user error.